Event description:
The customer called to report that a year ago he was hospitalized for low blood glucose. Troubleshooting was performed. The programming. Insulin concentration and bolus history were correct.